Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units executive processor board needs to be replaced.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during daily checks, the cardiosave intra-aortic balloon pump (iabp) units executive processor board needs to be replaced. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) troubleshot the unit with biomed over the phone. The reported malfunction was reproducible. The fse received the logs which pointed to an anomaly with the executive processor board. The fse visited onsite and replicated the critical alarm when booting up in clinical mode. The fse replaced the executive processor board and installed the b.17 software. The unit was calibrated and passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use. The executive processor board was observed per the cardiosave service manual with no visual damage. The failure analysis and testing dept. Installed the executive processor board serial number into the cardiosave test fixture and tested the executive processor board to factory specifications per procedure and the cardiosave service manual. No problem was found while testing. System loaded software and passed all testing / calibration without issue. Executive processor board will be held to the fat dept. Per procedure.

Manufacturer narrative:
Updated fields: b4, d8, g3, g6, h2, h11. Corrected fields: d4(UDI#), h6(investigation type). The following was provided by technician of the maquet failure analysis and testing dept. (Fat). Fat received pn 0670-00-0770 back from the supplier. The supplier stated they replaced multiple components. Probable root cause is assumed as manufacturing/assembly of the components and board. This investigation is now complete. Retaining the part in the failure analysis and testing department per procedure. The high stress environment under which the supplier performs testing may have led to the failure of the executive processor board. Fat was unable to confirm the reported malfunction.

Event description:
N/a.